Manufacturer narrative:
Corrected data: d4 UDI number one device was returned for evaluation. Visual inspection revealed the device in used condition. The event history log did not record the reported error. Functional testing was able to replicate the reported issue; the downstream occlusion (dso) sensor was found out of calibration. The root cause was determined to be the dso sensor out of calibration and the real time clock (rtc) battery needed charged. The device was calibrated, preventive maintenance performed, and rtc battery charged. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device needs pressure calibration, device will intermittently go into distal/proximal pressure alarms. There was no patient involvement. The issue was found during yearly inspection. During running of inspection tests the pressure sensor kept alarming either distal occlusion or proximal occlusion during basic running of tests. It was ensured there are no occlusions and still the pump would come up with false occlusion alarms.